Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 3.5 x 38 mm xience xpedition stent delivery system (sds) was advanced. The sds failed to cross due to the anatomy, and the proximal shaft separated due to the attempts to cross. A new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.